Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported via phone call, that the cushion guard at the end of the insulin pump is missing. It was also reported that there are scratches to the display. No significant event leading up to the event were mentioned. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.